Manufacturer narrative:
(B)(4). The patient line was not properly primed prior to connecting for therapy which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During the troubleshooting it was determined that the patient line was not properly primed prior to connecting for the therapy. The technical service representative (tsr) had the patient cycle the power on the device to clear the alarm. The tsr explained the alarm and instructed to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.